Event description:
It was reported to nova biomedical that a consumer received a result of 348 mg/dl on their blood glucose meter. The consumer administered an unk amount of insulin based on that reading. Subsequently, the consumer experienced a hypoglycemic event which did not require any medical intervention. It was discovered during this call, the consumer is transferring her test strips from one vial to another vial which is against our directions for use. This improper handling of the test strips may compromise the integrity of the test strips. It was also discovered during this call, the consumer is not performing control solution testing with every new vial of test strips to ensure the integrity of the test strips before using them which is part of our directions for use. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.